Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported that the 3d scan was not possible; the mobile view station (mvs) showed the following error: "navigation verbunden, aber nicht bereit". The issue went away after a 2nd attempt. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. The system's logs were sent to the manufacturer for analysis. The issue was resolved by replacing the mvs computer. The replaced computer was sent to the manufacturer for part analysis. The part analysis was unable to verify the reported part failure. A software investigation was conducted to analyze the system logs and no probable cause was shown for this event. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the 3d scan was not possible; the mobile view station (mvs) showed the following error: "navigation verbunden, aber nicht bereit". The issue went away after a 2nd attempt. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. The system's logs were sent to the manufacturer for analysis.